Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: illumination on the error light-emitting diode when the power button, hand/foot switch, was pressed. Based on the results of the investigation, the most probable cause of the complaint is traced to a component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited illumination on the error light-emitting diode when the power button, hand/foot switch, was pressed. There was no patient involvement.